Manufacturer narrative:
The investigation for the reported product damage has been completed. The impella was not returned for evaluation. Clinical details note that patient did have peripheral artery disease/peripheral vascular disease (pad/pvd). The first 23fr introducer sheath split at the tip of the introducer. The second 23fr introducer used also split at the distal tip and kinked. A third introducer was able to successfully place the pump. The root cause of the introducer damage was most likely due to the introducer sheath tip being split on insertion as the patient had pad/pvd.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 63-year-old female in acute myocardial infarction/cardiogenic shock was implanted with an impella rp device for mechanical circulatory support. During the sheath introduction from the left femoral vein (lfv). Despite the noted damage, the rp pump was successfully placed for patient support. There was no patient harm.